Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that for the non pacer-dependant patient, the right ventricular lead exhibited high, out of range, pacing lead impedance, and an elevated capture threshold. The lead was capped and replaced.